Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the pump which was implanted (B)(6) 2011 had to be removed because of infection and it not being handled properly. The patient got an infection on the pump site and then went septic. Everything went swimmingly, but then the patient started getting redness in the area and then it just continued. The cause of the infection was unknown and it was not known if it was rejection. The problems initially started about 6 or 7 months after pump implant. The replacement pump was implanted (B)(6) 2012. The system contained morphine at the time of the event. There were no problems with the new pump and the pump had done great for the patient.